Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing difficulty charging the ipg due to its positioning. The patient underwent a revision procedure wherein the ipg was replaced and repositioned in the original pocket. The patient was doing well postoperatively and the explanted ipg will not be returned.